Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie 01-02 intermittently de-assigned during dispense. A field service engineer spent over an hour on the phone with customer support specialist (csc) while troubleshooting why the key could not be accessed. The issue was identified as the max quantity being set to 0. After correcting the maximum count, tested by performing inventory multiple times to confirm it was working correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a drawer failure occurred involving cubie position 01-02, which repeatedly de-assigned during medication dispense attempts. Transaction history reflected the item being issued and returned; however, the cubie did not de-assign correctly. During testing, after reassigning the cubie, the drawer opened but the cubie did not, prompting a "return key" message. The cubie was eventually accessed using a cycle-out procedure. The issue persisted and was suspected to be related to a faulty cubie position or control board, resulting in impaired medication access. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.